Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure, the device did not re-track at the end of firing. Surgeon used reverse button and was able to reverse blade and open device. Opened a new one and continued on. There was no adverse consequence to the patient.